Manufacturer narrative:
The sub-optimal tissue processing reported was derived from the "rapid 3 hours biopsy alcohol" protocol, which started in retort a at 09:17am on (B)(6) 2013. Although the protocol completed at 12:21pm on (B)(6) 2013, an event code indicating that the rotary valve had not moved as expected and automatic recovery action had been initiated was recorded in the instrument software on numerous occasions between 09:26am and 11:59am on (B)(6) 2013. The combination of event codes indicating rotary valve movement failure during execution of the "rapid 3 hours biopsy alcohol" protocol; the extended time taken to drain the reagent from the retort to bottle 5 during execution of the "rapid 3 hours biopsy alcohol" protocol; the fill level observed in bottle 4 (ethanol), bottle 5 (ethanol) and the condensate bottle and the ethanol concentration measured in bottle 5 following completion of the "rapid 3 hours biopsy alcohol" protocol suggest that a rotary valve positioning error occurred during execution of the "rapid 3 hours biopsy alcohol" protocol. The rotary valve positioning error resulted in bottle 4 (ethanol) being used for the final dehydration step of the "rapid 3 hours biopsy alcohol" protocol rather than bottle 5 (ethanol), which had been scheduled by the instrument software. The calculated ethanol concentration in bottle 4 was 54%. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent steps; contamination of reagents and the sub-optimal tissue processing reported. The root cause of the rotary valve positioning error could not be determined.

Event description:
Leica biosystems rec'd a complaint regarding suboptimal processing of approximately five (5) tissue samples from one (1) run. The affected tissue samples were described as hard, shrunken and difficult to section. A leica field service engineer (fse) found that at completion of the affected processing run, the ethanol concentration in bottle 5 calculated by the instrument software was 100%; bottle 4 (ethanol) was empty; bottle 5 (ethanol) was overfilled and liquid was present in the condensate bottle. The fse also advised that the ethanol concentration in bottle 5 (ethanol) measured using a hydrometer at completion of the affected processing run was 79% and that all tissue samples exhibiting sub-optimal processing were diagnosable.